Event description:
Boston scientific received information that during a post implant follow-up, this patient¿s right ventricular (rv) lead was found to be dislodged and not capturing. A revision procedure was performed and the physician attempted to reposition the lead but had difficulty finding an adequate location as the helix would not stick. The physician suspected some sort of lead failure and decided to explant the rv lead due to a non-device related infection the patient had. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.